Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 17, 2019 that a genesys hta procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly, the laser unit used was a genesys hta console. According to the complainant, during the procedure, the patient sustained a burn in the butt and perineum areas. The patient had to be readmitted to the hospital for the treatment of the burn. Reportedly, no fluid loss alarm and internal burn was noted during the case. The physician mentioned that it could have been a possible chemical reaction. The procedure was completed with this genesys hta procedure set. Patient is receiving further treatment for a burn she obtained during the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.